Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was trialing a 12 mm tibial articular provisional which was too tight. Subsequently, the surgeon used force to insert it which resulted the device to fracture. No adverse events have been reported as a result of the malfunction.